Event description:
The customer noted during pre-operative testing, that the device trigger would lock up, and the handpiece would run in the safe mode. There was no report of serious injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for evaluation and confirmed the reported problem. During testing, the evaluator found this device has the potential to operate in the safe mode when the trigger is depressed, related to controller failure. A design change to the controller has been implemented for this failure. There are no serious injuries related to this failure mode. Conmed linvatec will continue to monitor this device for failures.